Event description:
It was reported that prior to starting a da vinci s procedure the maryland bipolar forceps instrument wire was noted to come off track. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the nonconformance was loose pitch cables. The intuitive motion was not functioning due to loose pitch cables found at the distal clevis hub. One of the loose cable segments had become frayed as well. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in clevis. The housing was removed and the pitch cables were found loose at the clamping pulley, but no loose clamping pulley screw was found. The housing interior also showed signs of excessive residue around the clamping pulley and corrosion to the bearings. Engineering also found the main tube insulation appeared to have excessive wear where material loss is evident. The surface of the main tube was no longer smooth but rough in nature. The evidence was inconclusive, but the damages to the instrument were likely due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.